Event description:
A peritoneal dialysis (pd) patient's nurse reported a cycler that can't be turned on. Nurse said patient was training on cycler but then it powered off by itself twice during the treatment. When the patient tried to power it up after the second time it would not come on. The patient switched outlets. The patient was connected during incident. Display was blank. There was not a power outage. There was not an outlet issue. Power cord was securely plugged in. There was not a sound when the ok/stop buttons were pressed. Switched cycler on and there was no lights on the stop, ok and up/down keys. The technical support representative issued the cycler replacement. Additional information was requested but none was received. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical investigation. A visual inspection of the returned cycler exterior showed no sign of physical damage. There were visual indications of dried fluid within the cassette compartment. There was no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touchscreen test failed. When powering on the on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. A known good inverter board was installed and the display became operational. An internal inspection of the cycler found a shortage on the inverter board. The inverter board is located on the rear of the front panel assembly. Removed functioning inverter board from the front panel at the completion of the investigation. Pre-ast 15mins 1000ml simulated treatment was performed without any failures or problems. There were visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. The device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.